Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-00455. It was reported that the patient underwent a surgical intervention on (B)(6) 2022 due to high impedance. Physician disconnected the leads from the extensions and reconnected then the impedances were in normal limits. Nothing was replaced for this patient.